Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement was attempted via a 19fr sheath. Reportedly, a back wall stitch occurred causing the occlusion. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer stated the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, during the final check of the access site, before closing with a proglide device, a vascular block was highlighted. A vascular surgeon was needed to fix the issue. Over the following couple of days the patient experienced an acute kidney injury and stroke.